Manufacturer narrative:
(B)(4). Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08620 inches. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 17 mg/dl at the time of the incident. The customer was at 477 mg/dl after being treated for the low. The customer was given intravenous glucose to treat. The customer experienced symptoms such as migraines and loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer also reported having sensor issues. The insulin pump will be returned for analysis. Pump passed functional testing.